Event description:
As reported by the marketing affiliate, during the procedure when the stent was inside the pt, they could not inflate the device because the hub had a crack.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.